Manufacturer narrative:
Returned serum sample from patient 2 provides evidence that the discrepancy is not a product defect, but rather a result of endogenous biological interference, commonly referred to as "phantom hcg". The clinical profiles of the involved patients suggest multiple pathways for assay interference. This malfunction compromises the device's diagnostic effectiveness, but it is not likely to contribute to death or serious injury.

Event description:
Three patient serum samples yielded false-positive results on the osom ultra hcg combo test, while subsequent quantitative laboratory testing confirmed that all three patients were hcg-negative. Additional patient information: patient #2, patient identifier - confidential patient age: 14 year(s). Patient weight: 81 kg. Date of event: (B)(6) 2025. Patient #3, patient identifier - confidential. Patient age: 16 year(s). Patient weight: 65 kg. Date of event: (B)(6) 2025.